Event description:
Exchange of an overused t-bushing during revision surgery.

Manufacturer narrative:
This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link endo-model modular rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.